Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the female connector and main body of a minicap transfer set. This was observed during a scheduled replacement, while the transfer set was in the packaging. The transfer set was replaced. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection noted the female connector separated from the main body on the photo provided. The reported condition was verified. The cause of the event was determined to be due to inadequate solvent application to the main body during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.